Event description:
Report received of bleedback occurring after a routine set change. The customer reports that an unspecified solution was delivered via this set and an unspecified infusion pump through an umbilical arterial line. The rate is typically 2ml/hr. The set was being changed per the facility protocol. The first set was connected and bleedback was noted in the line. It was unknown to the reporter how far up the set the bleedback went, but states "it was a couple of cc's." The staff performed the usual troubleshooting but could not clear the set. Another set was connected and also resulted in bleedback of a "couple of cc's". The patient was reported to require a blood transfusion but not as a result of these two bleedbacks. A third set was connected without the occurrence of bleedback. There was no report of adverse patient effect.